Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two knives were blunt during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is not anticipated for this report.

Manufacturer narrative:
One opened knife sample was received for the report of being blunt. The sample was correctly seated in the blade protector tray but the tray was incorrectly placed inside of the blister package. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. A photo attached to the parent complaint was reviewed by the investigation site. The photo is of two blister packages, one of which confirms the lot number of the reported knife however, the reported issue of being blunt cannot be confirmed from the photo. The other blister package is labeled with a lot number that is not associated with this complaint file. The returned sample was found to be conforming therefore, a blunt knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife sample was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).